Manufacturer narrative:
Manufacture date: january 26, 2017 ¿ january 27, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during patient infusion. The infusion time was set for 46 hours but the pump ran too fast (exact time is not available). The pump was been filled with 230-240 ml 5fu. There was no patient injury or medical intervention associated with this event. No additional information is available.